Event description:
The customer contacted physio-control to report that their device had a service wrench present. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that the device had all three icons (charge pak, attention and service wrench) present on the display and would not power on.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the internal hybrid layer capacitor (hlc) batteries had depleted which prevented the device from powering on; however, after extensive testing, physio was unable to determine the component level cause of the reported issue. The customer was provided with a replacement device.